Event description:
New information noted that the far r wave oversensing was observed.

Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that the patient¿s groin had not healed. And there was an open hole at groin site. It was noted, that the leadless pacemaker (lp) was implanted via femoral access. Antibiotics were prescribed and will continue to monitor. It was also noted, that six automotive mode switch episodes were observed, due to oversensing on the right atrial (lp) programming. Changes were performed. And there were no patient consequences.